Event description:
It was reported that during a da vinci-assisted surgical procedure, the 30-degree endoscope plus would not rotate. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: during a hernia procedure, the endoscope exhibited uncontrolled motion, with no image inversion, reversed controls, error messages, or cord damage reported. The condition of the adapter/base engagement is unknown, and no damage to the adapter/base was observed. No patient injury was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope was placed through friction test using a screening aid to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The endoscope was evaluated and found with a camera instrument adapter defect. The endoscope was analyzed and found to have an attached endoscope adapter (aea) bearing friction issue. This defect was confirmed as binding. The endoscope was visually inspected and was found with damage at the distal end. The distal window located at distal tip was visually inspected and found cracked. The probable root cause is attributed to component susceptibility to increased friction. This issue can be resolved by using an alternate endoscope to complete the procedure.